Event description:
This pc is related to (B)(4) which reports about the primary surgery via tka. This pc reports about the revision surgery was performed due to the accumulation of the water in pseudotumor excision site. After the removal surgery of pseudotumor performed in (B)(6) 2021, it was found that the accumulation of the water in pseudotumor excision site. The patient was suspected of having an infection, so the revision surgery was performed on (B)(6) 2021, and the implants were removed. The surgery was completed successfully within 30 minutes delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the devices associated with this report was returned to j&j (B)(4) and were sent to a third party for a further evaluation. Examination of the returned devices found corrosion and signs of wear in the implants. The corroded surface showed residues of a mixture of biologically derived substances and metal corrosion subproducts. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.